Event description:
It was reported that two weeks ago the patient had a fall and hurt the left side of the head. Since then he cannot hear anymore with his left implant.

Manufacturer narrative:
UDI code not available for this device; the device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.